Manufacturer narrative:
Device received with no button response due to corroded keypad traces. No blank display, unexpected alarm or fainted display noted. Unable to perform the displacement test, sleep current measurement test, active current measurement test and self test due to no button response.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that keypad of insulin pump was unresponsive. Customer stated that past exposure of the insulin pump to fluid and there was no visible water or fluid in the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.